Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was beeping and occasionally would freeze. It was indicated that the antenna connection required reseating and the printer keypad was out of specification. It was also indicated that the fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was repeated digital beeping from the programmer, and occasionally the screen would freeze. The programmer was returned for service. No patient complications have been reported as a result of this event.